Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable. It was confirmed that the pump was able to be charged with a different usb cable. There was no impact to the customer's blood glucose level. A replacement usb cable was sent to the customer. Follow up with the customer confirmed that the pump was able to be completely charged using the replacement usb cable and no further issues were noted.